Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and 1 colony forming unit of serratia marcescens was identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is ddn9 and asept in med (réf (B)(4)) is the brush used for manual processing. The automated endoscopic reprocessor (aer) used is a non-olympus reprocessor. The aer detergent is soluscope cln, the aer disinfectant soluscope apa, their storage practice is a non-olympus cabinet (dsc-8000 by soluscope) and olympus is the maintenance company. After the device was returned to olympus, it was sent out for additional testing. Preliminary results detected 1 cfu of bacterial. The scope will be reprocessed and retested. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. The suspect device has been returned to olympus for evaluation and the investigation is in process.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus sent the subject device to a third party for culture testing on 09 june 2022 where: sampling from: all channels. Cfu: 1cfu . Bacterial identification: acinetobacter species . Olympus sent the subject device to a third party for culture testing on 22 june 2022 where: sampling from: all channels . Cfu: 4cfu . Bacterial identification: micrococcaceae, gram positive bacteria, alcaligenes piechaudii. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the same germs were not detected. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.